Manufacturer narrative:
Evaluation summary: the sample was received for analysis and the reported issue was confirmed. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the taperguard has a rupture tube. There was no patient injury.

Event description:
Medtronic received a report the cuff on the tracheal tube ruptured. Medtronic is requesting additional information regarding the circumstances of the event.